Event description:
The user asked to use the tek rmd to evaluate its suitability. He was instructed on the safe use of the device and did meet the criteria for user suitability as described in the IFU. During the trial use he made a turn and fell onto the floor. The user was in the device when it fell to the matted surface of the therapy gym. The device was lifted upright by those who observed the incident. The user was then assisted to get out of the device. A skin tear was observed on his arm and bruising was observed at his hip. The user left the therapy gym, and he stated that he was going to a local hospital ER for examination. After the event, the sales representative was informed by the therapy gym manager that the user had possibly been diagnosed with a hip fracture (diagnosis has not been independently confirmed at this time).

Manufacturer narrative:
During the trial use, it was observed that the user had manually adjusted the speed of the device and attempted a sharp turn at a high rate of speed. It appeared that during the turn, the user also moved the joystick controlling the speed and direction of the device abruptly and in a direction contrary to the observed direction of travel. These forces caused the device to tip and fall onto the floor. Examination of the device found that it was not damaged and had no signs of malfunction. It was observed on the user panel that the speed control had been adjusted to the maximum speed setting - significantly higher than initially set by the salesperson prior to the user trial.